Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06688062 that an ar-9628s univers revers¿ modular glenoid systems drill bit broke. This occurred during a reverse total shoulder on (B)(6) 2024. There was no additional information was provided, and additional information has been requested.